Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis for last 4 months. Customer's blood glucose level was 284 mg/dl. Customer treated with bolus and manual injection. Customer reports the last event of diabetic ketoacidosis was at (B)(6) 2018. Customer declined to troubleshooting however customer requesting temporary insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.